Event description:
Pencil activated without touching control buttons. Pencil was laid in horizontal position. Small amount of smoke was observed coming from drapes. According to clinical engineering, the pencil would intermittent, causing the unit to turn itself on. The device was used with a sybron electrosurgical unit which met manufacturer's specs. When testedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: design, electrical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.